Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted in a spaceoar implanted procedure on (B)(6) 2023. During the procedure, nothing alarming happened. One months later, it was reported that the patient had a partial rectal injection. The patient moved forward with the radiation treatment. No further information has been obtained despite good faith efforts.